Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a knee procedure the customer's lupine loop plus anchor with orthocord pulled out. The sales rep reported that when the surgeon inserted the anchor into the bone and when he pulled the handle the anchor with the suture come out with the handle. The sales rep reported that the surgeon completed the procedure by drilling another hole and using another like device with no patient consequences but there was a five minute delay. The sales rep stated that the surgeon believed the device with loaded incorrectly from the manufacturer and that was the reason why the anchor with the suture did not unconnect. The sales rep stated that the bone quality was average. The sales rep stated that the surgeon has a lot of experience with using the device in the past with no issues. The sales rep reported that the device was discarded.